Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. Insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive and that there were cracks around the display. The blood glucose reading was 9 mmol/l. The insulin pump also alarmed for a button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.